Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. A complete lead was returned in one piece. Visual examination of the lead found the helix was retracted with no signs or traces of blood/ tissue at the helix region. After applying torque directly to the connector pin, the helix was able to extend and retract. The measured helix extension length was within specification. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were found.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. Prior to insertion into the patient's body, the helix of the right ventricular (rv) lead failed to extend. The rv lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.